Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2002 (11:58 am) - pt underwent repair of right direct and indirect inguinal hernias with a kugel patch. On (B)(6) 2002 (7:33 pm) - pt collapsed and was taken to the ER. She underwent wound exploration, there was no recurrent hernia, but there was a significant wound hematoma, which was removed. During this procedure, the small kugel patch was excised and a medium kugel patch was placed. Complete hemostasis was assured and the wound was closed. The postoperative diagnosis was wound hematoma and clinical coagulopathy.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. It appears that the pt's condition and physiology contributed to the event as clinical coagulopathy was noted to be the postoperative diagnosis for the procedure involving the excision of the kugel patch. The medical records indicate that the surgeon elected to replace the small mesh with a larger size. The info provided indicates that the pt was treated for hematoma, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. The medical records refer to a kugel patch implant on (B)(6) 2002 (7:33 pm), however there was no indication that there were any issues related to this device.